Event description:
It was reported that the patient experienced phrenic nerve stimulation post-operatively. The left ventricular (lv) lead was reprogrammed; however, the patient continued to experience phrenic nerve stimulation intermittently throughout the night. Elevated thresholds were noted. The lv lead was turned off and a chest x-ray was performed. The lv lead was repositioned and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.